Manufacturer narrative:
Unit passed self test, off no power test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The stop (idle) current test and run current test were in specification. Monitored unit for a day with no unexpected empty reservoir alarms/alerts or insulin out alarms/alerts noted during testing. No signal too low alarms or error alarms/alerts noted during testing. Constant unexpected restart error alarms after battery changes due to voltage leak on a component of the interface board. Unit received with minor scratches on lcd window and scratches on reservoir tube window.

Event description:
Customer reported that after changing the battery in their insulin pump, they have 6 errors and insulin out alarms. They have received multiple unexpected restart alarms after batter change. Customer's blood glucose was unknown. Customer was advised that the pump would need to be replaced but that they could wear the pump until the replacement was sent out. The insulin pump will be returned for analysis.